Manufacturer narrative:
It was reported the event occurred (B)(6) 2019; however it was also reported "date of surgical procedure was unknown during the year 2018". (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient underwent a posterior cervical discectomy in which a floseal was used. It was reported approximately five minutes after the floseal was used the patient experienced a thromboembolic event which lead to a venous stroke. It was reported that thrombin was used to wet a non-baxter sheet, which was cut and applied on top of the floseal for pressure. It was reported a ¿signal change¿ was noted on the neuromonitoring system. It was reported the patient experienced a unilateral loss on the right side, which was due to the venous stroke. No further detail was provided regarding treatment or if hospitalization was required. At the time of this report, the patient outcome was unknown. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.